Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed imdrf device code a0510 captures the reportable event of delivery system retraction problem. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent partially deployed and delivery system retraction problem. The stent was received fully deployed and there were no issues identified during functional inspection of the delivery system. However, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damage of inner sheath kinked was likely caused by factors encountered during the procedure, such as lesion characteristics, handling of the device and the technique used by the physician (force applied). Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was returned for analysis. The stent was received in a fully deployed condition. Visual examination identified a kink in the inner sheath (polyimide), and the handle was observed in the second deployment position. Radiographic (x-ray) imaging confirmed the presence of kinking in the inner sheath. Functional testing demonstrated that the slider advanced from the second to the fourth position without resistance or difficulty. No additional issues were identified with the stent or delivery system. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent partially deployed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal in the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. During the procedure, the second flange was unable to be deployed. The physician felt a level of resistance during the deployment attempt. The procedure was completed using another stent. There was no patient complication reported and the patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf device code a0510 captures the reportable event of delivery system retraction problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal in the gallbladder during an endoscopic ultrasound-guided gallbladder drainage (eus-gbd) procedure performed on (B)(6) 2026. During the procedure, the second flange was unable to be deployed. The physician felt a level of resistance during the deployment attempt. The procedure was completed using another stent. There was no patient complication reported and the patient's condition following the procedure was reported to be stable.